Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Additionally, burn(s) are a known inherit risk of the device and is documented in the risk analysis.

Event description:
It was reported that, during the holmium laser enucleation of the prostate procedure, the fiber broke in the working channel of the scope and caused a burn on the physicians hand. It was noted the physician was putting pressure on the fiber at the working channel. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that, during the holmium laser enucleation of the prostate procedure, the fiber broke in the working channel of the scope and caused a burn on the physicians and. It was noted the physician was putting pressure on the fiber at the working channel. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.